Event description:
A report was received that the patient received a burn while charging. The patient had blisters over the ipg site. The patient used a topical ointment to treat the burn and the patient's blister healed with the treatment.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. The device remained with the patient. Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.